Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/vibrate anomaly noted. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was beeping loud and they did not heard beeps when audio volume settings were saved. Customer was advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.